Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing, myopotentials and noise were noted on the right ventricle (rv) lead. The rv was lead capped and a new rv lead was successfully implanted to resolve the issue. The patient was in stable condition.